Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported a secondary infusion of cytarabine was programmed via interoperability to infuse at 23.1 ml/hr, volume to be infused (vtbi) 554.2 mls over twenty-four (24) hours. The medication was started 1/15/23 at 1748 and did not end until 1/17/23 at 0330. There was patient involvement but impact is unknown.